Event description:
The port had been moved during a previous surgery. During a recent attempt to use the port, the staff was unable to inject or withdraw fluid from the lap band. When the procedure to adjust the lap band was performed, it was noticed that the port was detached from the lap band. It had the appearance that it had broken from the lap band.